Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe safetyglide 1ml w/ndl 27x3/8 ib had foreign matter. The following information was provided by the initial reporter: material # 303327 batch # unknown verbatim: rcc received a complaint via phone. Pir attached. Piece of plastic type material in syringe. Discovered when drawing up medication. No harm, did not leave pharmacy, identified by pharmacy technician product description bd safetyglide 1ml syringe 27g 3/8' grey cap ref#303327.

Event description:
Samples.

Manufacturer narrative:
One opened syringe and two unopened mat# 303327 were received and tested by our quality team with the customer's complaint of foreign matter. The complaint was immediately verified upon initial visual inspection due to a transparent blob in the opened syringe's barrel. An attempt was made to draw water into the syringe but the material inside syringe was temporarily clogging the syringe. The barrel was cut open and the substance was extracted. The foreign matter was quickly realized to be solvent (or glue) that had been improperly applied in excess during production. This is the root cause of this failure- operator error during the assembly of needle to barrel and subsequent quality control oversight in allowing the syringe to reach consumer. The 2 unopened syringes had no issues and performed as intended. No corrective actions are necessary at this time due to the manufacture plant having shut down since the production of this syringe. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.